Event description:
A vaxcel PICC was placed for therapeutic purpose. It was reported that six days later the catheter split near the suture wing and was leaking, causing swelling, pain, and discoloration of the skin. The line was replaced and complications resolved without treatment.